Event description:
The hospital reported that at the end of the saphenous vein harvesting procedure, the co2 gas started to leak from the short port when the trocar was inserted thru the 7mm endoscopic seal. The pa blocked the air with one hand and completed harvesting the vein without any further issues. No patient complications were reported by the hospital.